Event description:
It is reported to a product development-patient specific implant designer that a patient specific implant device that did not fit properly. The psi sat 1mm too high along a section of the inferior border. This device was prepared for reconstruction of cranial defect of unknown origin. Surgeon decided to implant a device as intended, even though the device was 1mm too high on part of the inferior border. Surgeon did not modify psi. No further treatment is anticipated. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received. Placeholder.